Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received indicating that leaking began within two (2) hours of starting a twelve (12) hour infusion of parenteral nutrition. Per reporter the leaking occurred where the "tubing meets the white part that connects to a lumen." It was reported that the parenteral nutrition bag was discarded. No adverse patient effects were reported.

Manufacturer narrative:
Other text: device evaluation: the device/sample was returned for investigation. A visual inspection was performed, and contamination was observed. A functional test was performed, and no leaks were detected. The reported failure was not confirmed. The root cause of the reported failure could not be determined. There were no relevant findings detected in the DHR.